Manufacturer narrative:
Codman has received the valve for evaluation. Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer reports that the valve was removed approx 6 months following implantation. Device had been placed in the lumbar area. Hosp rep reported that the surgeon did not believe that the device was faulty and that other pt conditions may have lead to the need for explant.